Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient was implanted for urethral syndrome but does not think it was working right as they are going to the bathroom every hour. Patient also reported that they still gets the urge to void and that they think it might be a uti. Patient was reconnected to mdt rep for trouble shooting. No further complications were noted or anticipated.